Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is not dependent on the device for normal function. A routine follow up in clinic revealed inappropriate mode switching due to atrial lead noise. The noise was reproducible with exercise. Other lead parameters were stable. Programming changes to increase sensitivity were made. The lead was to be monitored. The patient was stable.